Manufacturer narrative:
The investigation conducted by field service engineering concluded that the system error code 23013 experienced by the customer was associated with the endoscopic camera manipulator (ecm) arm. The ecm is the camera arm located on the patient side cart which provides the sterile interface for the 3d endoscope. The system was repaired by replacing the affected ecm. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. The 23013 system error code appears when the da vinci s safety system determines a differential change in the angular position of one or more robotic joints on the specified manipulator, as measured by that joint's primary control sensor (encoder) and the secondary sensor (potentiometer), are out of specified tolerance for agreement. Upon determining these conditions, the safety systems put da vinci s in a recoverable safe state. The ecm was returned to isi for failure analysis investigation. Engineering was able to replicate the system error experienced by the customer and found the potentiometer to encoder were not matching on axis 2. The potentiometer and motor encoder assembly were replaced to repair the ecm. As of (B)(6) 2011, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that during a da vinci s prostatectomy procedure, the customer experienced system error 23013. The site restarted the system 4 times, however the system error continued to occur. With the assistance of an isi technical support engineer the site emergency powered off the patient side cart and burnished the endoscopic camera manipulator (ecm) arm, however the system continued to fault. The surgeon decided to convert to traditional surgical techniques to complete the planned procedure. No patient harm was reported.